Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable crej2 creatinine jaffé gen.2 result for one patient sample. The initial result was from an aliquot processed by the modular preanalytic analyzer (mpa) was 6.60 mg/dl with a data flag and was reported outside the laboratory. The doctor questioned the result and the primary sample was repeated on (B)(6) 2016. The result was 0.78 mg/dl and was believed to be correct. The patient was not adversely affected. The customer checked the samples tested before and after this sample and did not notice any other erroneous results. Other assays for this sample repeated fine. The reagent lot number was 186079. The expiration date was requested but was not provided. The field service representative could not find a cause. No remedial actions were taken. The customer performed a precision testing which passed.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based upon the information available, a pipetting failure due to a pre-analytic issue was the most likely cause of the issue. No reagent or instrument issue could be found.